Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer¿s reported issue. All testing was performed with a good known test ac adapter. When the ventilator was plugged in with the ac adapter, the ventilator¿s display was amber on the charge status led. After a couple of hours of charging, the charge status led¿s display was solid green. The ventilator passed a 40 minute battery duration test. Internal inspection did not reveal any abnormalities with the ventilator. The unit passed all testing¿s.

Event description:
It was initially reported by the customer that the unit needed to come in for preventative maintenance and for issues with the internal battery not holding a charge. At a later date, carefusion was informed of a patient incident with this device. The unit was on a patient when the power went off during a storm. The ventilator ran for 10 minutes on the internal battery before going inop. There was no patient harm, the patient was placed on the back up ventilator with no issues.